Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification. Missing shell assessed as inconclusive. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: xxxx

Event description:
Physician reported implant rupture. Device has been explanted and replaced with a non-abbvie device. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Device has been explanted and replaced with a non-abbvie device. This relates to the right side.